Event description:
It was reported that during a wedge resection procedure, after closing the firing trigger, the surgeon tried to open the jaws in order to reposition the device. However, the jaws would not open, even with the manual release. Finally, the device was fired as it was. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Closure link and yoke interface. Evaluation summary: the device was received for analysis with the indicator disk broken, the handles open and with a reload present on the device. The reload was received fully fired. The device was tested for functionality with a test reload. The jaws of the instruments were closed by squeezing the closing trigger toward the handle and an audible click indicated that it locked in place. It was observed at this point that the closing trigger locked completely against the handle (no gap). The functional test demonstrated that the remaining staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The anvil release button was pressed to separate the instrument jaws and allow both triggers to return to their original position. This only occurred when applying reverse force to the closing trigger and pressing the anvil release button simultaneously. The device was disassembled to visually verify the condition of the internal components and a tighter fit between the closure link and the yoke was observed. While no conclusion could be reached as to how the indicator disk and the handles became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specification prior to being released for distribution. The manufacturing records were review and no anomalies were found during the manufacturing process.